Event description:
It was reported that the anchoring sleeve of the attempted left ventricular (lv) lead split when tying down the sleeve to secure the deployed lobes. The lead was removed and a second lead was attempted but dislodged. The lead was removed as a stable position could not be obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).